Manufacturer narrative:
Additional information was requested for further investigation. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an issue with the artis q ceiling system. When using the medtronic peak plasma blade, the unit freezes up and causes fatal error. The error occurs only when the blade is turned on. With the blade being off, the system is fully operational. When the EKG leads are disconnected, the system functions properly as well. When the leads and the blade are in use, the system will report errors, e.g. No connection to the sib. No outcome for patient was reported in this case.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The device should not be used near electrocardiograph electrodes as it can cause interference. The user manual for the axiom sensis xp, vc11d outlines in chapter "operating safety and safety precautions" that: "axiom sensis xp systems can be used in conjunction with electro-surgery equipment. But please be sure to observe the following information when using axiom sensis xp in conjunction with electro-surgical equipment. Rf electro-surgical equipment is known to produce heavy interference with ECG and iecg signals which could make the waveforms and vital signs displayed on axiom sensis xp unusable during the period of operation of the rf device. We recommend stopping recording on axiom sensis xp while using rf electro-surgical equipment to avoid storage and documentation of invalid data. No further actions are to be taken at this time.